Manufacturer narrative:
The suspect device was returned for evaluation. The stopcock of the device was found to be cracked. The cause of the failure could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use the device leaked from the device. A new device was used to continue monitoring the patient. No patient injury.